Manufacturer narrative:
The patient's sample tube was checked and no clot was found. The field service engineer performed a hardware check and precision testing and had acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hcg+ss results for one patient tested on a cobas e 411 disk. The patient's initial hcg result was reported outside the laboratory. The customer performed repeat testing with the sample. On (B)(6) 2022, the patient's initial hcg result was 0.275 iu/l. On (B)(6) 2022, the patient's first repeat hcg result was 255.3 iu/l with a data flag. On (B)(6) 2022, the patient's second repeat hcg result was 248.3 iu/l with a data flag. The hcg reagent lot number was 571733 with an expiration date requested but not provided.

Manufacturer narrative:
The investigation reviewed the qc results and the results were within the acceptable ranges. A general reagent issue could be excluded. The investigation determined the service actions resolved the issue.